Event description:
Tip of reprocessed harmonic scalpel broke off in the patient's abdomen. Manufacturer response for harmonic scalpel, (per site reporter): they will pick it up and initiate a quality control investigation.